Event description:
It was reported that the arctic sun device manifold harness need to be replaced. Error 75(non-recoverable system error inlet water temperature sensor out of range ¿ high resistance) during cooling, at 10°c inlet temperature (t3) dropped to 0°c. No extended preventive maintenance needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed inlet water temperature sensor (t3) failure - out of range. The arctic sun 5000 was evaluated upon receipt. Manifold harness needs to be replaced. Manifold harness was replaced. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device manifold harness need to be replaced. Error 75(non-recoverable system error inlet water temperature sensor out of range ¿ high resistance) during cooling, at 10°c inlet temperature (t3) dropped to 0°c. No extended preventive maintenance needed.